Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for button error. Reporter wanted to know how to reset the insulin pump. Advised the reporter to remove the battery for a couple of hours. Advised that the insulin pump is out of warranty. Nothing further reporter.